Event description:
It was reported that the ilet user experienced hyperglycemia with a glucose value of 248 mg/dl and requested assistance changing from their usual infusion set to an alternate inset, after which insulin delivery was resumed and glucose later returned to range. Customer care provided support that included remote guidance on infusion set replacement and resumption of insulin delivery. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. Symptoms included elevated blood glucose without reported acute complications. Outcomes included recovery to target range without medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device function verified through successful insulin delivery after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.